Event description:
It was reported that this implantable pacemaker was explanted due to noise, oversensing, pacing inhibition, high within range pacing impedance measurements and high pacing thresholds on the right ventricular channel. Another device was implanted instead. No further adverse patient effects were reported.